Event description:
It was reported that just before removal, the position waveform disappeared. The motor waveform was normal, and an echocardiogram and x-ray confirmed that the position was ok. Preparations were being made for removal, but there was no particular snagging or tension.nothing had been done just before the position waveform disappeared.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the optical sensor issue has been completed. Based on the symptom noted in field data logs along with no defect being found on the returned pump, it was determined that the cause of the optical sensor issue was likely related to the console.